Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor had multiple components thermally damaged on the ca board. The root cause for the thermally damage components was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.